Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/05/2018, that on (B)(6) 2018, a skin reaction was reported. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s mother stated the patient was allergic to the adhesive on the patch and went to their healthcare provider (hcp). The hcp prescribed a rash cream to treat the affected area. At the time of contact, the patient was in stable condition. No additional patient or event information is available.